Event description:
A healthcare facility in (B)(6) reported that an mr290ux autofeed humidification chamber did not fill water when connected to a waterbag. This was noticed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290ux autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Manufacturer narrative:
(B)(4). The complaint mr290ux had been destroyed at the hospital. An attempt was made to obtain further information from the hospital in order to assist us with the analysis and identification of a possible root cause of the reported complaint but no reply was received from them. Without the complaint device or additional information from the hospital we are unable to confirm the reported fault. Our user instructions that accompany the mr290 humidification chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in (B)(6) reported that an mr290ux autofeed humidification chamber did not fill water when connected to a waterbag. This was noticed during use on a patient. No patient consequence was reported.